Event description:
It was reported the left ventricular lead was seen to be sensing atrial activity. A chest x-ray was completed to reveal the lead was dislodged. The lead was explanted and replaced without issue. The patient was asymptomatic and stable.